Manufacturer narrative:
Continuation of d10: product ID 978b128, lot # va33ej0, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 12-nov-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that  the caller stated the patient was hospitalized and had been in two different hospitals for over a month. The caller reported multiple issues with the implant. The patient needed to have an MRI done today, and the caller required the ins serial number. The caller mentioned that the first doctor implanted the device incorrectly, causing the electrodes to touch the sciatic nerve, which resulted in pain for the patient. Consequently, the hospital removed the device and needed to implant a new one on the opposite side. The caller added that they have been working with a local manufacturer representative to make adjustments to ensure the new device functions properly. The caller also mentioned that the first implant was done by another doctor, but that doctor did not accept insurance. The caller requested a listing of doctors, but when they were about to provide an email address for sending the information, someone from the hospital arrived, so the caller indicated they would contact us later.

Event description:
Additional information was received from the patient. They reported that the implanted system was removed on (B)(6) 2025 because they were implanted in the wrong place in the patient.

Manufacturer narrative:
Continuation of d10: product ID 978b128. Lot# va33ej0 serial#. Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.